Event description:
During a coil embolization procedure to treat an internal carotid (ic) artery aneurysm four coils (three stryker, one non-stryker) were deployed without any issue. Angiography was performed after the last coil was implanted and it was noted that the coils migrated to the ic-terminus. All four coils were successfully retrieved with a retrieval device and there were no clinical consequences to the patient.

Event description:
During a coil embolization procedure to treat an internal carotid (ic) artery aneurysm four coils (three stryker, one non-stryker) were deployed without any issue. Angiography was performed after the last coil was implanted and it was noted that the coils migrated to the ic-terminus. All four coils were successfully retrieved with a retrieval device and there were no clinical consequences to the patient.

Manufacturer narrative:
The lot number was not reported; therefore, a review of the manufacturing records could not be performed. This device was not returned for analysis; however, based on the information available it is probable that procedural factors limited the performance of the device resulting in the reported event. Therefore, a cause of operational context has been assigned to this event.

Manufacturer narrative:
The subject device was disposed.